Manufacturer narrative:
Age/date of birth: estimated age. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Age of device: 0 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during surgery, the patient had a left ventricular tear due to thin myocardium. Bypass was re-started with increased vasopressor support due to multiple issues, including right heart failure and vasoplegia. The patient also experienced severe tricuspid regurgitation (tr), and the pump speed was decreased as treatment. The patient was placed on extracorporeal membrane oxygenation, and experienced bleeding during support requiring 6 units of blood. No further information was provided.

Manufacturer narrative:
Investigation summary: although the evaluation of the submitted log files confirmed a low flow hazard alarm, a specific cause for this event could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding and right heart failure could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU provides an explanation of all pump parameters, including pump flow. The low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Further, this document discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This IFU and the heartmate 3 lvas patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them.the relevant sections of the device history records for (B)(4) (documents 196410, 195974, 194250, and 192251) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents 191953, 189410, and 186476) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file for the event.